Event description:
During remote monitoring, the device delivered a parameter error alert. The patient was later seen in-clinic and the device was interrogated successfully, which cleared the error message. The patient was in stable condition.